Event description:
The labor and delivery unit manager reported connection difficulties between the smiths jelco IV catheter and spin collar on the tri-port extension set. The customer stated "the connection loosens causing leakage and tubing changes." The fluids infusing included d5lr, pitocin and plasma-lyte. No pt harm or medical intervention was reported and no further pt/event information is available.

Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The customer complaint of connection difficulties between the IV catheter and spin collar could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.